Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one returned signia powered handle for a non-reportable customer issue of difficulty charging the device. During the investigation a secondary condition of vented batteries was detected that can in some situations have potential for patient harm. Visual inspection of the opened handle found the battery was vented and wet with electrolytic fluid. Battery cell venting is an integrated design feature that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The root cause of the observed vented battery was determined to be due to component degradation. Process improvements have been initiated to address this issue. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the charger flashed red and the handle could not be charged. The handle was put on a different charger, but it still could not be charged. Another handle was used. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.